Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain"), uterine perforation ("perforation noted during hysterectomy"), genital haemorrhage ("bleeding/ erratic bleeding") and autoimmune disorder ("autoimmune disorder") in a (B)(6) -year-old female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not use birth control or contraception at any time following essure placement procedure" and device monitoring procedure not performed "essure confirmation test was not performed". The patient's past medical history included nulliparous. On an unknown date, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("persistent back pain/ radiating and lower back"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant) with pain, genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant) with arthritis and inflammation, dyspareunia ("painful intercourse"), abdominal pain lower ("cramping"), headache ("headaches"), mental disorder ("use of essure caused or aggravated psychiatric/ psychological conditions") and anxiety ("mental anguish"). The patient was treated with ibuprofen, surgery (ladth (interpreted as hysterectomy), leaving ovaries) and alternative therapy (chiropractor, muscle stimulation and adjustment). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia and headache had resolved, the uterine perforation, autoimmune disorder, abdominal pain lower, mental disorder and anxiety outcome was unknown and the back pain had not resolved. The reporter considered abdominal pain lower, autoimmune disorder, back pain, dyspareunia, genital haemorrhage, headache, pelvic pain and uterine perforation to be related to essure. The reporter provided no causality assessment for anxiety and mental disorder with essure. The reporter commented: plaintiff denied being or experiencing a hypersensitivity reaction to nickel or any other component of essure. There is discrepant information regarding essure insertion date (it was stated as (B)(6) 2011 but also that pelvic pain started right after essure placement, in (B)(6) 2010). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / right side"), uterine perforation ("perforation noted during hysterectomy"), genital haemorrhage ("bleeding/ erratic bleeding") and autoimmune disorder ("autoimmune disorder") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not performed". The patient's past medical history included nulliparous. Concurrent conditions included irregular menstruation, ovarian cyst and dysmenorrhea. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("persistent back pain/ radiating and lower back"). In (B)(6) 2011, the patient experienced uterine pain ("uterine pain"). In (B)(6) 2015, the patient experienced epistaxis ("nose bleeds "). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant) with pain, genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant) with spondylitis and inflammation, dyspareunia ("painful intercourse"), abdominal pain lower ("cramping"), headache ("headaches"), treatment noncompliance ("she did not use birth control or contraception at any time following essure placement procedure"), mental disorder ("use of essure caused or aggravated psychiatric/ psychological conditions"), anxiety ("mental anguish"), noninfective gingivitis ("inflamed gums"), tooth disorder ("dental issues"), menorrhagia ("long heavy periods"), fatigue ("fatigue"), mood swings ("mood swings"), feeling abnormal ("brain fog") and increased tendency to bruise ("bruise easily"). The patient was treated with ibuprofen, surgery (ladth (interpreted as hysterectomy), leaving ovaries) and alternative therapy (chiropractor, muscle stimulation and adjustment). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia and headache had resolved, the uterine perforation, autoimmune disorder, abdominal pain lower, treatment noncompliance, mental disorder, anxiety, noninfective gingivitis, tooth disorder, menorrhagia, fatigue, mood swings, feeling abnormal, increased tendency to bruise, epistaxis and uterine pain outcome was unknown and the back pain had not resolved. The reporter provided no causality assessment for anxiety, mental disorder and treatment noncompliance with essure. The reporter considered abdominal pain lower, autoimmune disorder, back pain, dyspareunia, epistaxis, fatigue, feeling abnormal, genital haemorrhage, headache, increased tendency to bruise, menorrhagia, mood swings, noninfective gingivitis, pelvic pain, tooth disorder, uterine pain and uterine perforation to be related to essure. The reporter commented: plaintiff denied being or experiencing a hypersensitivity reaction to nickel or any other component of essure. There is discrepant information regarding essure insertion date (it was stated as (B)(6) 2011 but also that pelvic pain started right after essure placement, in (B)(6) 2010). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. (B)(6) 2015:findings: 1. Uterus sounded to 7 cm. 2. Left ovarian cyst which did drain clear fluid was removed. 3. Tubes removed, the foley intact, attached to the uterus at the end of the case, 4. Both ureters peristalses at the end of the case concerning the injuries reported in this case, the following one/ones were described in patient¿s social media: inflamed gums, dental issue, long heavy periods, fatigue, mood swings, brain fog, bruise easily. Most recent follow-up information incorporated above includes: on 20-apr-2018: plaintiff fact sheet & medical record received. Events uterine pain & nose bleeds are added. Concomitant & historical conditions are added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / right side"), uterine perforation ("perforation noted during hysterectomy"), genital haemorrhage ("bleeding/ erratic bleeding") and autoimmune disorder ("autoimmune disorder") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not performed". The patient's past medical history included nulliparous. Concurrent conditions included irregular menstruation, ovarian cyst and dysmenorrhea. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("persistent back pain/ radiating and lower back"). In (B)(6) 2011, the patient experienced uterine pain ("uterine pain"). In (B)(6) 2015, the patient experienced epistaxis ("nose bleeds"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant) with pain, genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant) with spondylitis and inflammation, dyspareunia ("painful intercourse"), abdominal pain lower ("cramping"), headache ("headaches"), treatment noncompliance ("she did not use birth control or contraception at any time following essure placement procedure"), mental disorder ("use of essure caused or aggravated psychiatric/ psychological conditions"), anxiety ("mental anguish"), noninfective gingivitis ("inflamed gums"), tooth disorder ("dental issues"), menorrhagia ("long heavy periods"), fatigue ("fatigue"), mood swings ("mood swings"), feeling abnormal ("brain fog"), increased tendency to bruise ("bruise easily") and uterine disorder ("my uterus is badly damaged, inflamed"). The patient was treated with ibuprofen, surgery (ladth (interpreted as hysterectomy), leaving ovaries) and alternative therapy (chiropractor, muscle stimulation and adjustment). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia and headache had resolved, the uterine perforation, autoimmune disorder, abdominal pain lower, treatment noncompliance, mental disorder, anxiety, noninfective gingivitis, tooth disorder, menorrhagia, fatigue, mood swings, feeling abnormal, increased tendency to bruise, epistaxis, uterine pain and uterine disorder outcome was unknown and the back pain had not resolved. The reporter provided no causality assessment for anxiety, mental disorder and treatment noncompliance with essure. The reporter considered abdominal pain lower, autoimmune disorder, back pain, dyspareunia, epistaxis, fatigue, feeling abnormal, genital haemorrhage, headache, increased tendency to bruise, menorrhagia, mood swings, noninfective gingivitis, pelvic pain, tooth disorder, uterine disorder, uterine pain and uterine perforation to be related to essure. The reporter commented: plaintiff denied being or experiencing a hypersensitivity reaction to nickel or any other componente of essure. There is discrepant information regarding essure insertion date (it was stated as(B)(6)2011 but also that pelvic pain started right after essure placement, in (B)(6) 2010). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. (B)(6) 2015:findings: uterus sounded to 7 cm. Left ovarian cyst which did drain clear fluid was removed. Tubes removed, the foley intact, attached to the uterus at the end of the case, both ureters peristalses at the end of the case. Concerning the injuries reported in this case, the following one/ones were described in patient¿s social media: inflamed gums, dental issue, long heavy periods, fatigue, mood swings, brain fog, bruise easily. Concerning the injuries reported in this case, the following one was reported via social media: uterine disorder . Most recent follow-up information incorporated above includes: on (B)(6) 2018: social media post: new event: uterine disorder was added. Reporter added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain"), uterine perforation ("perforation noted during hysterectomy"), genital haemorrhage ("bleeding/ erratic bleeding") and autoimmune disorder ("autoimmune disorder") in a (B)(6) year-old female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not use birth control or contraception at any time following essure placement procedure" and device monitoring procedure not performed "essure confirmation test was not performed". The patient's past medical history included nulliparous. On an unknown date, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("persistent back pain/ radiating and lower back"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant) with pain, genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant) with arthritis and inflammation, dyspareunia ("painful intercourse"), abdominal pain lower ("cramping"), headache ("headaches"), mental disorder ("use of essure caused or aggravated psychiatric/ psychological conditions"), anxiety ("mental anguish"), noninfective gingivitis ("inflamed gums"), tooth disorder ("dental issue"), menorrhagia ("long heavy periods"), fatigue ("fatigue"), mood swings ("mood swings"), feeling abnormal ("brain fog") and increased tendency to bruise ("bruise easily"). The patient was treated with ibuprofen, surgery (ladth (interpreted as hysterectomy), leaving ovaries) and alternative therapy (chiropractor, muscle stimulation and adjustment). Essure was removed on 29-dec-2015. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia and headache had resolved, the uterine perforation, autoimmune disorder, abdominal pain lower, mental disorder, anxiety, noninfective gingivitis, tooth disorder, menorrhagia, fatigue, mood swings, feeling abnormal and increased tendency to bruise outcome was unknown and the back pain had not resolved. The reporter considered abdominal pain lower, autoimmune disorder, back pain, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, increased tendency to bruise, menorrhagia, mood swings, noninfective gingivitis, pelvic pain, tooth disorder and uterine perforation to be related to essure. The reporter provided no causality assessment for anxiety and mental disorder with essure. The reporter commented: plaintiff denied being or experiencing a hypersensitivity reaction to nickel or any other componente of essure. There is discrepant information regarding essure insertion date (it was stated as (B)(6) 2011 but also that pelvic pain started right after essure placement, in (B)(6) 2010). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s social media: inflamed gums, dental issue, long heavy periods, fatigue, mood swings, brain fog, bruise easily. Most recent follow-up information incorporated above includes: on 15-nov-2017: new events added (inflamed gums, dental issue, long heavy periods, fatigue, mood swings, brain fog, bruise easily). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain"), uterine perforation ("perforation noted during hysterectomy"), genital haemorrhage ("bleeding/ erratic bleeding") and autoimmune disorder ("autoimmune disorder") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not performed". The patient's past medical history included nulliparous. On an unknown date, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("persistent back pain/ radiating and lower back"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant) with pain, genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant) with spondylitis and inflammation, dyspareunia ("painful intercourse"), abdominal pain lower ("cramping"), headache ("headaches"), treatment noncompliance ("she did not use birth control or contraception at any time following essure placement procedure"), mental disorder ("use of essure caused or aggravated psychiatric/ psychological conditions"), anxiety ("mental anguish"), noninfective gingivitis ("inflamed gums"), tooth disorder ("dental issues"), menorrhagia ("long heavy periods"), fatigue ("fatigue"), mood swings ("mood swings"), feeling abnormal ("brain fog") and increased tendency to bruise ("bruise easily"). The patient was treated with ibuprofen, surgery (ladth (interpreted as hysterectomy), leaving ovaries) and alternative therapy (chiropractor, muscle stimulation and adjustment). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia and headache had resolved, the uterine perforation, autoimmune disorder, abdominal pain lower, treatment noncompliance, mental disorder, anxiety, noninfective gingivitis, tooth disorder, menorrhagia, fatigue, mood swings, feeling abnormal and increased tendency to bruise outcome was unknown and the back pain had not resolved. The reporter considered abdominal pain lower, autoimmune disorder, back pain, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, increased tendency to bruise, menorrhagia, mood swings, noninfective gingivitis, pelvic pain, tooth disorder and uterine perforation to be related to essure. The reporter provided no causality assessment for anxiety, mental disorder and treatment noncompliance with essure. The reporter commented: plaintiff denied being or experiencing a hypersensitivity reaction to nickel or any other component of essure. There is discrepant information regarding essure insertion date (it was stated as (B)(6)2011 but also that pelvic pain started right after essure placement, in (B)(6) 2010). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s social media: inflamed gums, dental issue, long heavy periods, fatigue, mood swings, brain fog, bruise easily. Most recent follow-up information incorporated above includes: on 7-dec-2017: event she did not use birth control or contraception at any time following essure placement procedure was recoded to meddra pt treatment non compliance. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.